Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was reported as severely calcified iliac arteries. It was reported that prior to the stent graft placement, the iliac artery was ballooned due to the severe calcification in the artery. The final CT demonstrated a collection of blood outside of the stent graft. The physician believes that this maybe due to a type ii endoleak, which may have been caused from severe calcification of the artery. The physician successfully implanted an iliac stent graft and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.